Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set fell off during use event. The infusion set had been used for 48 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.